Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used for post polypectomy during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the physician took the handle and ensured that full deployment steps had been completed; however, the clip would not release from the catheter. It was reported that "it was as if the shaft of the catheter was kinking". The procedure was completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.